Event description:
It was reported that patient presented to the hospital after receivinga shock. Inappropriate therapy due to t-wave oversensing was noted on the real-time egm. The device was reprogrammed to avoid oversensing. The patient will continue to be monitored.

Manufacturer narrative:
No medwatch form was received.